Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in the car leaving the cardiac rehab center and unconscious at the time of the treatment event. It was reported that the cardiac rehab center nurses found the patient and started CPR. Per review of the download data, the lifevest delivered an appropriate treatment at 15:25:21 while the patient was in ventricular fibrillation (vf). The post shock rhythm was asystole transitioning to a slower rhythm. The patient's rhythm transitioned to bradycardia at 25 bpm with tall t-waves to an idioventricular rhythm at 30 bpm and degraded to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 19:45:25. The patient's last known rhythm was asystole. The response buttons were not pressed during the event. The patient passed away. Follow-up on june 6th, 2019 zoll became aware of a voluntary medwatch report number: (B)(4) associated with the event. The report stated that the patient was in vf for a couple of minutes due to electrical noise prior to and the device delivering an appropriate treatment shock. Upon further review of the download data, the lifevest detected three arrhythmia's between 15:22:14 through 15:23:57. The patient's rhythm was sinus tachycardia at 110 bpm degrading to vf with motion artifact transitioning to vt at 100 bpm. A non-treatable rhythm flag was observed at 15:23:59. Motion artifact, variable amplitude and heart rate at or below the treatment threshold prevented the lifevest from delivering a treatment. The patient's vt threshold was prescribed at 150 bpm. At 15:24:11 the lifevest detected an arrythmia. The patient was in vf. The lifevest delivered an appropriate treatment at 15:25:21 while the patient was in ventricular fibrillation (vf). The post shock rhythm was asystole transitioning to a slower rhythm. The patient's rhythm transitioned to bradycardia at 25 bpm with tall t-waves to an idioventricular rhythm at 30 bpm and degraded to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 19:45:25. The patient's last known rhythm was asystole. The response buttons were not pressed during the event. The patient passed away.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn 59051979 has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting rear pulse wires and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the damage electrode belt caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting rear pulse wires and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the damage electrode belt caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in the car leaving the cardiac rehab center and unconscious at the time of the treatment event. It was reported that the cardiac rehab center nurses found the patient and started CPR. Per review of the download data, the lifevest delivered an appropriate treatment at 15:25:21 while the patient was in ventricular fibrillation (vf). The post shock rhythm was asystole transitioning to a slower rhythm. The patient's rhythm transitioned to bradycardia at 25 bpm with tall t-waves to an idioventricular rhythm at 30 bpm and degraded to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 19:45:25. The patient's last known rhythm was asystole. The response buttons were not pressed during the event. The patient passed away.